Event description:
It was reported that a piece of the bulb, the thin layer most distal from the top, came free and fell in the wound. Piece was immediately detected by surgeon and retrieved. Patient was undergoing an anterior cervical discectomy and fusion. No patient injury.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. (B)(4).